Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, the ventilator &quot;change to back up battery&quot; alarm was generated. The power pack was removed and put in again but was not recognized. Ventilation continued but the patient was removed from the ventilator and transferred to another ventilator without any reported patient harm.